Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, small left and right atrium, and a small septum. When retracting the dilator, the steerable guide catheter (sgc) did not cross the septum. The dilator was readvanced and the sgc was able to cross. Due to the low transseptal puncture and an aorta hugger, there were difficulties which positioning the clip. It was observed that the clip was no longer responding and the sgc was no longer in the left atrium. It was then noted that tissue was observed on the clip and it was suspected that the damage was occurred when the sgc was tenting the septum when the cds was retracted. The physician placed a sentinel cerebral protection device to prevent a stroke and removed both devices. A new sgc and clip delivery system (cds) was inserted, but due to the aorta hugging, additional positioning was performed. However, the cds was unable to be positional for a safe grasp attempt. Therefore, the devices were removed and the procedure was discontinued. Mr remained at a grade of 3-4. There was no significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to position was due to procedural circumstances. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.